Event description:
The user facility called and the floor had brought the suspect device to the lab because it had burn marks around the connector port. No other damage or injuries were alleged. The device was replaced and requested to be returned for eval.